Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, the primary plum set, clave secondary port, clave y-site, secure lock, 103 inch has been causing occlusion errors - primarily proximal, but reportedly some distal. They¿ve seen where the cassette tests won't even pass. There was no patient harm reported.